Manufacturer narrative:
It was reported that during procedure it was noted that the tip of the dilator was damaged while advancing the device over the non-abbott guidewire into the blood vessel. The dilator and sheath were returned to abbott and the investigation found that there was a deformed damaged split noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. The device was prepared per IFU. During the procedure it was noted that the tip of the dilator was damaged while advancing the device over the non-abbott guidewire into the blood vessel. The device was removed from the patient and replaced with a new 12f amplatzer torqvue 45x45 delivery sheath. There was no difficulty inserting the delivery sheath into the patient nor was there any difficulty advancing the sheath through the patient anatomy. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.